Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that the hospital experienced a power outage and the enhanced telemetry receiver failed to recover. No injury was reported with this event.

Manufacturer narrative:
Spacelabs has received the returned, faulty equipment. Investigation findings show that the cause of the problem was corrupted software in the quad receiver cards. Reinstalling new software resolved the reported issue. The customer has not had a recurrence of the issue, since the reported event. This matter is considered to be closed. This report is complete.